Manufacturer narrative:
(B)(4). The defective downloader was inadvertently disposed of at the customer site. Therefore no product is available for failure analysis and an investigation will be deemed inconclusive.

Event description:
On (B)(6) 2013, abbott point of care was contacted by a customer who reported that a serial downloader smoked when a power cord was plugged into the device. The customer states that they noticed the power light blinking and when they removed the analyzer from downloader and replaced it the downloader made clicking noise and then made smoke. No other products were affected and the downloader was replaced by the apoc distributor. The customer states that the defective downloader was disposed of and the serial number is unknown. The product is not available for investigation and the cause is undetermined. Based on the information available at the time, there were no injuries associated with this event.